Manufacturer narrative:
Other relevant device(s) are: product ID: 3889-28, lot#: va21vdn, implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 16-aug-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient having an increase in pain and wanted to increase stim but communicator was not finding the ins. The pain started a couple months ago and got worse about 2 weeks ago. Unable to troubleshoot because handset was not charged. Additional information was received, that patient  was not able to connect with device when attempting communication to increase stim due to pain patient has been in "for quite a bit". Patient stated they charged equipment  and patient reported they increased stimulation (due to previously reported event documented above) and when patient increased stimulation yesterday "by one increment, the smallest amount" and reported right away it started shocking the lower left portion of patient's abdomen. Patient stated they have not felt ins stimulating bladder for quite a while and stated stimulation was going down  patient's "left leg and lower left abdomen, but missing the bladder". Patient stated when the shocking occurred  patient decreased stimulation to the setting it was at before and confirmed shocking went away, but stated bladder pain is still present   patient stated on call they were not feeling stimulation at all. Agent asked if patient has had recent trauma/falls and patient stated that  they "did some judo" and was thrown onto the device. Patient stated due to this patient had lead replaced and stated they moved ins to the right side at that time. Patient stated ever since then "it hasn't been as effective as it originally was" and clarified that it was working for patient initially and then patient "kind of stopped feeling it". Patient stated when they try to increase stimulation it "has too many side effects for me to proceed". Patient stated this why patient had lead replaced in (B)(6) 2019 and stated they completed a revision at that time. The patient was redirected to their healthcare provider to further address the issue.